Event description:
A medwatch report was rec'd from the FDA due to varian's customer sending in a report with the following description: two patients were not treated due to the linear accelerator.

Manufacturer narrative:
The medwatch report from the customer indicates that the device appropriately recognized a hardware conflict and initiated an interlock to stop the machine. This would result in no injury to the patient/or therapist. The device operated as designed. The customer had the opportunity to contact varian customer support to trouble shoot the faults.